Manufacturer narrative:
Retainer ring = black on (B)(6) 2021 the customer reported a flashing red notification light. Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in the battery tube or in the battery threads. Device passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays, flashing red diagnostic light, ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool confirms multiple occurrences of the following alerts/alarms around the event date: 6=battery out limit @ (B)(6) 2021 02:32:28.000, (B)(6) 2021 02:37:48.000. The adapt tool also confirms that the following pump errors taking place around the event date: pump error 4 @ (B)(6) 2021 02:20:50.000. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the device. In summary, the customer¿s report of a flashing red notification light was not confirmed. The unit does not meet specifications due to the past occurrence of a pump error 4 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump sopped working. It was reported that there was a red light on the pump flashing and that no change of batteries or attempts at turning it back on worked. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.